Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming of a hd cartridge set, an external solution leak at the heparin tube was observed due to tubing damaged. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device and a photograph of the sample were received for evaluation. Visual inspection with the naked eye identified a maceration in the heparin tube. The reported condition was verified. The likely cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.